Manufacturer narrative:
Unit received with detached end cap. Unable to perform displacement test due to damaged end cap. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump end cap broke off and is being held together by tape. The customer's blood glucose reading was 90 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.